Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the alleged condition. The graphical user interface (gui) needed to be replace. The customer declined to have the ventilator repaired. The ventilator was tagged "do not use" by the se.

Event description:
It was reported that the ventilator generated an error and rendered the unit inoperable. The ventilator was not in use on a patient at the time of the event occurred.